Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0mm. In this case, the patient¿s access vessel mld measured 6.3mm with mild calcification and moderate tortuosity reported. It was also reported that reported that the access vessel was ¿very tight¿, somewhat calcified and tortuous on the left side per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded and not returned to edwards for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints of the ¿balloon ¿ burst¿, ¿insertion difficulty through the sheath¿ and ¿withdrawal difficulty¿ could not be confirmed as the device was not returned for evaluation. A definite root cause for the event could not be confirmed. However, patient factors (¿very tight¿ access vessel mld, calcification and tortuosity) likely contributed to the difficulty encountered during the insertion of the delivery system through the esheath. Previous investigations suggest that procedural factors (manipulation of the device), in addition to patient factors (mild annular calcification, moderate native leaflet calcification, severe bulky stj calcification) likely contributed to the delivery system balloon burst during valve deployment. The available information supports that the condition of the burst balloon likely contributed to the reported withdrawal difficulty. It is possible that the ruptured balloon material became caught on the sheath distal tip preventing retrieval of the device through the sheath. The device was surgically removed and the patient was transferred in stable condition. Post procedure, exact timing is unknown, the patient could not be extubated and the family elected to discontinue care. There were no allegations that an edwards device dysfunction contributed to the patient¿s death post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a tavr procedure, significant resistance was encountered while advancing the commander delivery system and 29mm sapien 3 valve through the esheath. During the deployment of the sapien 3 valve, the delivery system balloon ruptured. The inflation device filled with blood upon deflation. The sapien 3 valve was fully deployed with trace to no aortic insufficiency (ai). The delivery system catheter was unflexed and retracted. The delivery system could not be withdrawn from the patient through the esheath. The delivery system and sheath were retracted to the ostial common left iliac, but could not be pulled back any further. An attempt was made to cut the delivery system out of the esheath. A couple of hours were spent trying to manipulate the balloon to free the catheter; however, this was unsuccessful. The device was then surgically removed from the left common iliac artery. The procedure was completed and the patient was transferred in stable condition. Post procedure, the patient could not be extubated. The patient's family elected to discontinue care. The patient expired post procedure. The date and cause of the patient's death is not known at this time. Information concerning the native annular diameter was not provided. Mild annular calcification, moderate native leaflet calcification and severe bulky stj calcification was reported. The access vessel minimum luminal diameter (mld) measured 6.3mm with mild calcification and moderate tortuosity reported. It was reported that the access vessel was ¿very tight¿, somewhat calcified and tortuous on the left side. It was speculated that the delivery system balloon may have been damaged as the delivery system and valve were advanced through the sheath.